Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. Additionally, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue, contamination under the button contacts, and a dim display screen. This report is made based on results of investigation completed on 06/18/2014.